Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient presented with seroma. Surgeon decided patient was infected and removed implants, cement spaced placed. Doi: (B)(6) 2018; dor: (B)(6) 2018; right hip.